Event description:
It was reported that the patient was seeking a physician to fix their pain pump which was implanted on (B)(6) 2013. The pump reportedly stuck out of the patient¿s stomach and rubbed on the pant waist line. The patient was in a ¿great deal¿ of pain wanted the pump replaced. The patient¿s physician would not do it and so the patient was seeking a different physician. It was not known what medication this device system delivered. The patient further reported that this pump was implanted on ¿11-13¿ and was in a very bad spot and hurt. She needed it re-implanted better/moved. Her previous pump she had no discomfort. The patient also experienced pinching and uncomfortableness from this pump and noted that it also moved around a lot. The patient stated she was to be charge again for a revision and she was not sure how she was going to pay for the implant itself. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, lot# n181905006, implanted: (B)(6) 2008, product type: catheter. (B)(4).